Event description:
Patient reported "feels slightly deflated". Later healthcare professional reported the event has not been confirmed. This record is for the right side. The device was explanted.

Manufacturer narrative:
Clarification to b3: patient called to report a left-side deflation noticed 2-3 weeks ago on (B)(6) 2026. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.